Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that a child patient experienced nausea and high blood glucose level, as she faced an issue with the infusion set's tubing. This issue occurred while she was writing an exam and her blood glucose level was 27.3 mmol/l at the time of the event. Therefore, they tried to treat it with manual injection and her high blood glucose event began around 03:00 pm. The infusion set had been used the night before. Reportedly, the infusion set she inserted before this current set became infected. Previously, the patient's mother reported about this issue due to which she was hospitalized. Currently, her blood glucose level was 27.3 mmol/l. No further information available.